Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the display of the infusion device was defective. No adverse event was reported. The infusion device was requested to be returned for product evaluation.